Event description:
Information received by medtronic indicated that the insulin pump battery compartment was cracked. No harm requiring medical intervention was reported. Customer will discontinue use of the device.

Manufacturer narrative:
(B)(4). S/w version 4.11d. Retainer ring = clear. Customer returned pump for alleged cosmetic damage located at the retainer ring found on (B)(6) 2021. The pump passed the displacement test and p-cap locks properly into the reservoir compartment; however, the retainer ring was noted as damaged during visual inspection. The following were noted during visual inspection: scratched case, pillowing keypad overlay, battery compartment case cracked, minor scratches on lcd screen, cracked retainer. Cosmetic damage was confirmed at retainer ring. Additional cosmetic damages were noted on the unit. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.